Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additionally, concerns for premature battery depletion were raised. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that the right ventricular lead exhibited loss of capture. Troubleshooting was requested. The lead along with this device remain in service. No adverse patient effects were reported. Additional information was received detailing that low amplitude, high pacing thresholds and high out of range shock impedance measurements were also observed. A rise in the pacing impedance measurements has also been observed, however, they are still within normal limits. Troubleshooting, further evaluation of the system and a potential commanded shock test were discussed. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additionally, concerns for premature battery depletion were raised. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that the right ventricular lead exhibited loss of capture. Troubleshooting was requested. The lead along with this device remain in service. No adverse patient effects were reported.